Event description:
The facility reported a fail code 810:11. Info was not provided regarding whether or not the failure occurred during an infusion. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.